Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was hospitalized due to high blood glucose. Customer stated she was treating with the insulin pump but her blood glucose kept rising. The device alarmed during the time of the call battery out limit, due to the customer leaving the battery outs of the device grater then duration allowed. Customer sated she went to the emergency room on (B)(6) 2016 and was admitted with high blood glucose and was diagnosed with diabetic ketoacidosis. Customer was treated with a manual injection. Customer also stated that she initially had issues with inserting his infusion set as it got caught on her pajama, and wasn't inserted properly. They manually had pushed the infusion set in and the following morning woke up with the high blood glucose. They had changed the infusion set and treated but the blood glucose never lowered. The customer is not returning the insulin pump for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected battery out limit, low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. The insulin pump passed the displacement accuracy test. Device received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.